Event description:
It was reported that the 9600 system had poor image quality during a case. The 9600 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.